Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer for analysis; therefore, a product evaluation could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device. The device was used during the same procedure as was reported in MFR report# 2032493-2018-00136.

Event description:
It was reported that an embolization coil stretched during remodeling with a balloon. The coil detached inside the microcatheter. Both segments were removed in their entirety from the patient. There was no reported intervention or patient injury.